Event description:
On 11/21/2022, it was reported by a sales representative via email that an ar-8908ds knotless mini tightrope feedline broke. Surgeon was able to remove it backwards and open a new one to complete the case without further issues. This was discovered during a lis franc procedure on (B)(6) 2022. Additional information received on 11/22/2022: case was completed using another ar-8908ds knotless mini tightrope from the same lot number.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.